Event description:
It was reported that the patient underwent a maze procedure, during that procedure, the right atrial (ra) lead was damaged. Post procedure lead testing, it was found the ra lead exhibited out of range (oor) impedances and failure to capture. The right ventricular (rv) lead exhibited noisy signals with an increase, but within normal range shock impedance (sli) during the procedure, but post procedure, sli had resumed stable post procedure. Technical services was consulted and troubleshooting options were provided. The pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional surgical intervention required to capped the existing ra lead and implant a new ra lead.

Event description:
Additional information was received which indicated that this right atrial (ra) lead was surgically abandoned. A new ra lead was successfully implanted. No additional adverse patient effects were reported.